Event description:
It was reported that there was a right ventricular (rv) lead superior vena cava (svc) coil impedance rise triggering the lead alert. The svc coil was reprogrammed to the rv coil. The rv lead remains in use. The patient currently has a broken leg, so no intervention is planned at present until leg has recovered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This lead was included in that field action.  Based on the information received and without the return of the product, it could not determine this lead performed as described in the field action. Concomitant products: d234trk implantable biiv defibrillator (B)(6) 2010; 4194 implantable pacing lead. (B)(4).